Manufacturer narrative:
(B)(4). Approximate age of device - 3 year, 3 months. A full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists infection and sepsis as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2015 due to (B)(6) bacteremia and driveline exit site infection in hospice. The pump was not explanted per the family's request. No further information was provided.